Manufacturer narrative:
(B)(4).

Event description:
Additional information received; this error was discovered three weeks following the initial treatment. The patient has been referred to a corneal specialist and is currently in a soft contact lens. The patient is scheduled for an enhancement on the right eye.

Manufacturer narrative:
Additional information provided. A review of the logfile confirmed that the patients eyes were treated with the refractions as shown on the treatment report. The right eye was treated with the refraction sphere - 1.75, cylinder - .50, axis 111, the left eye was treated with the refraction sphere - 6.75, cylinder - .25, axis 65. According to the information provided the pre-refraction of the right eye was sphere - 7.5, cylinder - 0.75, axis 65, the pre refraction of the left eye was sphere - 1.75, cylinder - .50, axis 111. The root cause is that the user mixed up of the refraction of both eyes and entered the wrong refraction for the eyes into treatment plan. The root cause is user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A company representative reported on behalf of the site, the treatments for the left and right eye were swapped during lasik treatment. Additional information received indicating an approximately five diopter difference in the eyes preoperatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.